Event description:
The customer states unit is giving primary alarm failed error code. The customer reported that the unit was not in use on patient. The customer contacted product support and trouble shot with customer per the service manual. The customer is requesting part number for replacement speaker and central processing unit (cpu).

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.